Manufacturer narrative:
G4:02mar2021. B4:04mar2021. H11:g5:k102985. H11:b5: it was reported to philips that the device had an adc alarm failure. H10: the reported information indicates there was no delay in patient therapy reported. No further details are available. A philips service engineer (se) evaluated the device and confirmed the reported problem. The se replaced central processing unit printed circuit board assembly (cpu pcba) to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021 .

Event description:
It was reported to philips that the device had an alarm failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.